Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range pacing impedances measuring greater than 3000 ohms. This triggered a lead safety switch (lss) that switched the configuration from bipolar to unipolar pacing. It was noted that there was no noise observed. Boston scientific technical services discussed possible causes. At this time, this rv lead remains in service. No adverse patient effects were reported.